Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with worsening renal function progressed to multi organ system failure and ultimately death. The device was operating as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported renal dysfunction, multiorgan failure, and patient outcome could not be determined through this evaluation. Per the vad coordinator, the device will not be returned for evaluation. The heartmate 3 lvas IFU lists renal dysfunction and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.